Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during a device upgrade procedure the physician was unable to successfully implant the left ventricular lead. Several attempts were made without success. The lead was explanted and a new lead was implanted without issue. No additional information available.